Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the calibration on the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer touchscreen was out of calibration. Analysis also noted that the lower and upper bullets were missing, the keyboard and keyboard cover plate were missing, the left and right slides were missing, the left and right keyboard hinges were missing, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.